Manufacturer narrative:
Article citation: handchirurgie, mikrochirurgie, plastische chirurgie : organ der deutschsprachigen arbeitsgemeinschaft fur handchirurgie : organ der deutschsprachigen arbeitsgemeinschaft fur mikrochirurgie der peripheren nerven und gefasse : organ der v.., (2019 jan 31) . Electronic publication date: 31 jan 2019 journal code: 8302815. E-issn: 1439-3980. L-issn: 0722-1819. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma(late) and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "right side alcl." Date of alcl diagnosis: (B)(6) 2018.

Event description:
Physician reports via regulatory agency, right side alcl, clinically presenting as a delayed seroma and confirmed by the presence of cd30+ and alk- detected through aspiration cytology. Patient was 9 weeks post-partum and lactating when presented at physician's office. Patient confirmed that they had experienced swelling of the right breast for a few weeks prior to delivery of infant. Capsulectomy and device removal was performed via the pre-existing infra-mammary access. In addition, the mammary gland tissue sitting on the capsule was partially resected. This is a confirmed case of alcl. The patient is under close clinical care; currently there are still slight indurations in the right breast (particularly laterally and caudally). Furthermore, the caudal soft tissue sheath still falls in transverse folds, which can be explained by the sero-induced stretching of the soft tissue sheath and the partial gland resection during the capsulectomy with implant. A control ultrasound was unremarkable, and manual lymph drainage prescribed. The following follow-up was discussed: clinical and ultrasound controls after 3 and 6 months, mr-mammography after 6 months, then breast ultrasound every 6 months for 5 years. Manual lymphatic drainage to clear the scarred indurations was performed.